Event description:
It was reported that the lead is having a gradual increase in impedance. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead is having a gradual increase in impedance. The lead is still in use. No patient complications were reported as a result of this event. It was further reported that the lead demonstrated failure. Therefore, the lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.